Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of 167 mg/dl due to leaking at the infusion tubing connection to the headset. Her normal blood glucose range is 80-100 mg/dl. She stated she makes sure the connection is secure and she does not often disconnect from the infusion site. She stated the issue only occurs when the infusion site is located at her side and speculates turning and twisting causes the leak. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced. The pt will return unused infusion sets for eval.